Event description:
The customer reported that the unit would not power up with dc power. The kept getting a "battery failure" message. The unit would power up with ac power. There was no report of patient involvement.